Event description:
Boston scientific received information that high out of range shock impedances were triggered when it comes to this device. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
Should additional information become available this investigation will be updated.